Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was noise in the image, the insertion tube coating was peeling due to handling, there were scratches on the insertion tube, the bending angle was insufficient due to the elongation of the angle wire, there was rattling at the connection between the bending tube and tip due to breakage of the bending tube, the tip had poor insulation, the curved rubber adhesive was missing, the universal cord was collapsed, the universal cord was discolored due to handling, the video cable was discolored due to handling, and the video connector case was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had noise-like streaks in the image when used intraoperatively. Since other products of the same type were used, there was no effect on the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the [source].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imaging part was damaged. Olympus will continue to monitor field performance for this device.